Event description:
Medtronic received information regarding an adjustable valve. It was reported that the valve was implanted on (B)(6) 2024, and it was working normally. After two weeks, the surgeon noticed that there was no clinical improvement, and the ventricular pressure was still high as it had been before surgery. After the CT control, all valve connections were correct, and there were no changes after the pressure was adjusted. The surgeon decided to perform a surgery to see what the was on. It appeared that the valve did not work constantly, and the flow was discontinued. The valve was removed on (B)(6) 2024 and was replaced with another one. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.